Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient has ceased device used due to lack of benefit. Revision surgery is being considered.

Manufacturer narrative:
The recipient's device will reportedly not be explanted at this time. The recipient will remain a non-user. The recipient is believed to have experienced a failure in-situ. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.